Manufacturer narrative:
An event of heart block and pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident could not be conclusively confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor valve was selected for an implant. Procedure went ahead as planned, however patient had a left bundle branch block following a predilation with a non-abbott device. Patient remained stable and 29mm navitor valve was implanted without issue. No post dilation was required as there was no paravalvular leak and hemodynamics were favorable. A clinical decision by the physician was made at the end of the procedure to leave the temporary pacing wire ins itu overnight to see if the patient conduction system would recover. On (B)(6) 2024, the patient had a permeant pacemaker implanted. The patient is stable.